Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm and a motor error alarm. Customer's blood glucose was 446 mmol/l. During troubleshooting for failed battery test alarm, it was reported that battery compartment was not damaged. Customer was able to clear failed battery test alarm and was advised that battery cap would be replaced. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarms within the last month and no motor position encoder error alarm. Insulin pump passed displacement test. Customer was advised to monitor insulin pump.